Manufacturer narrative:
(B)(4). Batch #t5c182. Investigation summary: the analysis results showed that one gst60w cartridge reload was returned unfired with the cartridge pan partially dislodged from left proximal side. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic colectomy, the device's knob was difficult to rotate during use, and the device could not be used smoothly. It was also reported that a device loading the gst60w was locked out. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.